Manufacturer narrative:
The products is unknown; therefore a device history record (DHR) review, similar complaint search, and complaint trend report review are not possible. Although it is unknown if the abstract mentioned was published, an internet search, based on author, was conducted. This search revealed one poster abstract by pirita varpe. This abstract was published in colorectal disease (volume 9, issue s3, october 2007). Although the general subject of the abstract (surgery for colorectal cancer) is relevant, there is no mention of colonic stents, bs2, or of the patient issues described in this report.

Event description:
Note: the event date is unknown. A boston scientific corporation product (colonic stent, device unknown) was used during a stent placement procedure. According to the complainant, the "customer made an abstract for colorectal stenting success on b2s and palliative procedure. They noticed that the perforation rate was high. Three perforation events occurred soon after stent placement. Two of the patients were so weak condition that this was a known risk but one patient had perforation that was not expected." Several attempts to ascertain further information about the abstract, patient, procedure, and user facility have been unsuccessful. There were three events reported by the complainant. The other events are addressed by manufacturer reports #6000050-2007-00156 and #6000050-2007-00157.